Manufacturer narrative:
The field service representative (fsr) performed troubleshooting and replaced processing module main power supply was replaced that return the analyzer to normal function. The fse noted a significant amount of dust blocking the cooling fans and on the connectors on top. No charred or burnt components were found. A review of service history for the alinity I processing module, serial number (B)(6), revealed no additional issues of visible sparks on or around the date of this complaint. The 2020 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The visible sparks were limited to the main power supply the damage did not spread to other parts of the instrument. A review of historical data for the alinity I processing module did not identify any trends with regards to the current issue. A review of historical data for the main power supply, processing module did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the likely cause part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the main power supply, processing module or the alinity I processing module, serial number (B)(6) was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer heard loud noise and observed smoke from the power supply of alinity I processing module. The operator powered off the instrument. There was no patient involvement and no harm to user reported.